Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No sample is expected to be available for the evaluation. Evaluation was based on the picture reviewed on 07/01/2015 and 07/02/2015; it was determined it did not perform to our requirements. However, an internal corrective action has been taken previously in (B)(4) 2014 to address the confirmed complaint to prevent future reoccurrences. For this particular lot (615986r001) confirmed the products were made before the CAPA implementation. This discrepancy will again be highlighted to all related personnel, especially people within production who are directly involved with the product. Appropriate training to be provided to the operators for their awareness. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The complainant reports "7.0mm" is printed on the outer package of the endotracheal tube, however on the ett itself "ID 6.5" is printed and "7.0mm" is printed on the pilot balloon.

Manufacturer narrative:
Additional information was received on august 07, 2015. Returned product was received at the manufacturing site. Updated (device available for evaluation). A quality complaint investigation was performed on august 17, 2015. (B)(4). An analysis on the returned sample provided was tested and did not perform to our requirement. Internal nonconformance has been created to address the confirmed complaint to prevent future occurrences. After review of the returned product and a detailed batch review, a discrepancy was found. This warrants further action and a non-conformance will be opened. This complaint will remain open until completion of the non-conformance. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on september 03, 2015. (B)(4).